Manufacturer narrative:
Corrections were mad to d3 & g1: updated from 'stryker spine-leesburg' to 'k2m, inc'. Visual, functional, material, and dimensional analysis were unable to be performed since the device was never returned for investigation. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. Cascadia tl surgical technique was reviewed and the following relevant information was identified: the surgeon should adequately instruct the patient that postoperative care and the patient's ability and willingness to follow instructions are two of the most important aspects of successful healing. The surgeon should also inform the patient about potential postoperative adverse consequence as internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Periodic x-rays for at least the first year postoperatively are recommended for close comparison with postoperative conditions to detect any evidence of changes in position, nonunion, loosening, and bending or cracking of components. With evidence of these conditions, patients should be closely observed, the possibilities of further deterioration evaluated, and the benefits of reduced activity and/or early revision considered. It is not clear if there was a traumatic event or another catalyst which triggered the adverse event. No evidence of a device malfunction was communicated and it is unclear what failure modes, if any, had occurred. As a result, no root cause for the adverse event could be determined based on the available information.

Event description:
A cascadia cage was implanted during index surgery and instrumented with the cayman plate. The patient started to have returning symptoms of back pain and le dysesthesias. There is a potential for revision surgery. This record represents the cage.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
A cascadia cage was implanted during index surgery and instrumented with the cayman plate. The patient started to have returning symptoms of back pain and le dysesthesias. There is a potential for revision surgery. This record represents the cage.